Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section e1:surgeon's email address : unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's eye as the patient was unhappy with distance vision. The lens was explanted and replaced with another lens in a secondary procedure. There was no patient injury. There was no medical/surgical intervention required. The patient was good during post op visit. From additional information it was learnt that the lens did not contribute to the issue. There were no debilitating condition in the patient. No other information is available.